Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: nothing prominent was observed in the run data file which explains the higher than expected wbc content in the platelet product reported for this collection. There were no events (alerts, adjustments, changes in pump speed, substate changes, etc.) During the procedure that could have caused wbcs to escape from the lrs chamber. It is possible, though not conclusive,that wbcs may have exited the lrs chamber throughout the procedure. Based on the available information, it is possible, that this elevated wbc count is donor related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to correct information provided in the initial MDR.

Manufacturer narrative:
This report is being filed to provide additional information, additional investigation: the customer declined to provide complainant's first name. The customer stated that a cell dyne ruby cell counter was used to determine the level of residual wbcs in the product. The cell counter¿s product information was reviewed by terumo bct. Depending on the manner in which the counter is being used, it is possible that the use of this instrument exceeds the manufacturer's specifications for detecting measureable wbc counts. Updated root cause: nothing prominent was observed in the run data file which explains the higher than expected wbc content in the platelet product reported for this collection. There were no events (alerts, adjustments, changes in pump speed, substate changes, etc.) During the procedure that could have caused wbcs to escape from the lrs chamber. It is possible, though not conclusive, that wbcs may have exited the lrs chamber throughout the procedure. Based on the available information, it is possible, that this leukoreduction failure is donor related or due to wbc count methodology.